Event description:
The catheter was placed 10/31/96 by a radiologist in the left upper arm basilic vein. On 11/1/96, the catheter was traumatically removed from the pt when the pt's IV line became entangled in an x-ray machine. The placement site was reported to be swollen, and the entire upper arm was edematous.

Manufacturer narrative:
Product implicated is a 6 french dual lumen PICC. Returned for evaluation is the catheter, which measures 61 cm overall. Lot history review was not possible since no lot number was indicated. Through tactile inspection, the tubing seems elongated and appears to be necked down length wise at the distal end (break point). Under 50x magnification, the texture at the break point appears granular and dull, with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart when the IV tubing became tangled in the x-ray machine.